Event description:
The customer reported the ventilator is not working on battery power. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the d3 switching diode was open and d37 switching diode was shorted on the power management pcba prevented the ventilator from operating on backup battery. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator is not working on battery power. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4).